Event description:
The customer reported that the system displayed multiple error messages during a case that likely caused the system to shut down or lock-up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was replaced. The customer was also advised to replace their 14-gauge extension cords with 12-gauge extension cords. The system was then found to be operating as intended.